Event description:
It was reported that the cutting balloon became stuck in a svg previously stented with 9 stents after three inflatons to 10 atm. The physician could not dislodge the catheter. The cardiac surgeon reported that the struts of the stent, proximal to the cutting balloon, were crushed and hanging down within the lumen of the svg. Intervention involved a 4 hour procedure the first day, a 4 hour procedure the next day, and then surgery to remove the cutting balloon the third day. The patient status was reported as "good".